Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent damage occurred. Vascular access was obtained via the femoral artery. The chronic total occlusion being treated was located in the severely calcified and severely tortuous mid right coronary artery (rca). After the physician performed plain old balloon angioplasty (poba), he attempted to cross the mid rca using a 3.00 x 38 mm promus element plus stent delivery system but the device was unable to cross the lesion even after several attempts. The device was removed from the patient and it was noted that the tip of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).